Event description:
The user facility is reporting three alleged incidents where pts developed post-surgical infections following arthroscopic surgical procedures. One resulted in the need for add'l surgeries. They allege that three dyonics ep-1 motor drive units with missing control buttons were used in all three cases and may be related to the infections.